Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the composix kugel (device #2); an additional emdr was submitted for the composix e/x (device #1). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x mesh and composix kugel hernia patch on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against composix e/x mesh and composix kugel hernia patch. It is alleged that on or about (B)(6) 2013, patient underwent surgery for the removal of both the devices. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient experienced emotional distress and device was defective.